Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited one shock impedance measurement less than 20 ohms. The patient was brought into clinic for further evaluation. Testing yielded acceptable shock impedance measurements and no noise was observed on the lead. It was reported that the day the low measurement was recorded the patient was undergoing a non-device related procedure. Boston scientific technical services (ts) discussed electromagnetic interference (emi) may have caused the low shock impedance measurement. No adverse patient effects were reported.